Event description:
Per the surgeon's report, this patient could no longer hear with her cochlear implant around mid-feburary 2006. Using the approriate dianostic equipment, it was determined that the device was not functioning according to manufacture's specifications. Her surgeon performed an explantion surgery on 03/20/2006. It is no known if she was reimplanted at that time with a new device.